Event description:
When the recipient was seen on (B)(6) 2019 for revision of the audio processor, in situ testing showed affected channels. The child has not used the audio processor for a month. The school reported that at that time he stopped wanting to wear it. Previously, the child had good benefit with the device. There was no report of an accident or trauma and no changes in health or medication.the user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
When the recipient was seen on (B)(6) 2019 for revision of the audio processor, in situ testing showed affected channels. The child has not used the audio processor for a month. The school reported that at that time he stopped wanting to wear it. Previously, the child had good benefit with the device. There was no report of an accident or trauma and no changes in health or medication.re-implantation will be recommended.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
When the recipient was seen on (B)(6) 2019 for revision of the audio processor, in situ testing showed affected channels. The child has not used the audio processor for a month. The school reported that at that time he stopped wanting to wear it.